Event description:
Related manufacturer reference number: 2017865-2021-38558. It was reported that the patient presented for a follow up. X-ray screening revealed the patient's right ventricular (rv) lead exhibited small section of exposed wires proximal of the coil. Programming changes were made previously to address the rv lead. The lead was not revised and will continue to be monitored. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable pre, during and post procedure.